Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the lot history record (lhr) did not produce any findings relevant to this report.

Event description:
Device malfunction: failure to deploy suture. Time of malfunction and symptoms/ae: during vessel closure. Symptoms/ae: hemostasis achieved using a stitch. It was reported that a physician trained in the use of the prostar device attempted arteriotomy closure after an interventional procedure. The puncture site was 10fr and the physician chose to use a prostar xl device instead of using a normal suture to close the vessel. Reportedly, the needles would not come out of the prostar device and the suture failed to capture. This occurred 3 times with 3 prostar devices. The puncture site was ultimately sutured. There were no reported adverse patient sequelae. No additional information available.